Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
After passing a dall miles cable and crimping the button surgeon cut one side then attempting to cut the other side the wire cutter broke. Another tray was immediately opened and another cutter was used. The case was completed without incidence.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The subject device was returned with a portion of the male nose subcomponent fractured from the device, confirming the reported event. The device otherwise unremarkable with only minor damages consistent with normal use noted. The fractured component renders the device non-functional. It is noted that the trigger moves smoothly through its range of motion. The investigation confirmed the reported event and determined the device fractured from an overload condition. No material or manufacturing defects were observed on the device features examined. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
After passing a dall miles cable and crimping the button surgeon cut one side then attempting to cut the other side the wire cutter broke. Another tray was immediately opened and another cutter was used. The case was completed without incidence.